Manufacturer narrative:
(B)(4). G2: foreign: malaysia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was used to complete a meniscal repair surgery when the needle fractured from the device. It was not noticed during the surgery that the needle had fractured in the patient's sub-patellar fat pad. It was discovered the next day during post op x-rays. Subsequently, the patient underwent a surgical procedure the day after the initial surgery to explant the needle from the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a4; b5; b6; b7; d2a; d2b; e1; g1; g3; h1; h3; h5; h6 the reported event was confirmed by review of pictures and op notes. - visual examination of the provided pictures identified the dislodged needle tip of the inserter. - medical records were provided and reviewed by a health care professional. Review of the available records identified the following: epidural anesthesia. Foreign body identified and removed entirely. No complications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.